Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 kept failing. The customer rebooted the device and attempted to recover the drawer; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) found that the drawer 5 full height row a was not reading any cubie pockets and observed that liquid medication had spilled inside the drawer. The cubie tray was covered in liquid. The fse cleaned the drawer, replaced the tray, and tested the unit using the hardware testing application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.